Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Ethnicity no provided. Event date unknown. Brand name unknown. Device product code unknown. Device lot # was not provided/unknown. Catalog number unknown. PMA/510k unknown. Device has not been returned to manufacture.

Event description:
It was reported that during implant surgery, when opening the implant, the blister was empty. A good faith effort has been made to obtain the brand name of the device. However, efforts to obtain said information has been unsuccessful.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product or images were returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.